Manufacturer narrative:
The this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: out of fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: depo provera and acetaminophen. Concurrent conditions included skin disorder, shortness of breath and chest pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: bleeding and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for: bleeding and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event injury was updated to pelvic pain, migration, abdominal pain, menorrhagia (heavy menstrual bleeding) and psych injury. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: out of the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring." The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: depo provera and acetaminophen. Concurrent conditions included skin disorder, shortness of breath and chest pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: bleeding and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received- new event vaginal bleeding and mental anguish were added. Pt of psych injury was updated as depression. Historical drug were added. Concomitant condition and medical history were added. Reporters information was added,she did not undergo an essure confirmation test. (Perpfs). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.